Event description:
It has been reported to philips that the customer was unable to perform c-arm movements. The device was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment was delayed and completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the customer was unable to perform c-arm movements. Review of the system log file showed errors related to the geometry malfunction. Upon troubleshooting, fse found that the spc2 (ext. Board 1) was defective. To resolve the issue, fse replaced the clea extension board of the c-arm and returned it to philips for further analysis. The part analysis confirmed that the malfunction of clea extension board was due to electronic failure as the led¿s were failed to switch on. Following the replacement of clea extension board, the system was returned to use in good working order. The codes were updated based on the investigation outcome.